Event description:
Pre-operative diagnosis:posterior decompression and fusion re-do type of procedure: posterior decompression and instrumented fusion levels implanted:t8-l4 it was reported that on (B)(6) 2015, intra-op, the tip of the screwdriver broke off when the surgeon screwed the screw in. The surgeon was able to remove the tip and continue on with the surgery. There was no patient impact due the tip breaking and was recovered. The product came in contact with the patient. No fragment of the instrument remained in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4): neither the device nor the applicable imaging studies were returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.